Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir piece was missing and experienced high blood glucose level. The customer¿s blood glucose level was 355 mg/dl. Customer stated that the little tiny piece on top of reservoir compartment is off. The customer was assisted with troubleshooting. Customer states pump had damage at: reservoir compartment o-ring which had been compromised and reservoir not very secure but it does twist on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received with missing reservoir tube o-ring, broken reservoir tube lip, minor scratches on case and minor scratches on lcd window.